Event description:
The customer contacted reported a potential for serious injury following an alarm condition. At an unspecified time, the pump was programmed to deliver dopamine quad strength in 250ml, at the dose of 4mcq/kg/min, vtbi (volume to be infused) 220ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported proximal occlusion alarms occurred. At that time, the nurse was unable to clear the alarm condition. The pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing including appropriately alarming when a proximal occlusion was present. There were no false occlusion alarms noted during testing. On (B)(6) 2010, multiple occlusion alarms were found in the history but were not duplicated during testing. The cause of the customer's reported occlusion alarms could not be determined. The history was downloaded at the manufacturing facility. On (B)(6) 2010 at 2054, channel b was programmed in basic therapy via the drug library dopamine, 800mg/250ml, dose rate value 4mcg/kg/min, rate value 7.26ml/hr, vtbi (volume to be infused) 200ml, for a duration of 27:33 (hh:mm), distal occlusion 10psi, proximal occlusion syringe, infusion complete callback no, nearing end of infusion off and the infusion started. The infusion continued without interruption until (B)(6) 2010 at 0852 to 1343 there were 11 proximal occlusion alarms that occurred and were cleared. New date stamp of (B)(6) 2010 is indicated. A review of the history found the proximal occlusion alarms that occurred on channel b were able to be cleared and the pump remained in use until (B)(6) 2010 at 1422 when the pump alarmed for a depleted battery. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).